Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the patient was re-catheterized without incident and left comfortable. Thirty minutes later he called again for an urgent review as he had first heard a loud pop from his bladder and felt a sharp pain. On assessment it was found that the catheter placed had fallen out due to the balloon securing it in place being torn. There was no patient injury.

Event description:
It was reported that the patient was re-catheterized without incident and left comfortable. Thirty minutes later he called again for an urgent review as he had first heard a loud pop from his bladder and felt a sharp pain. On assessment it was found that the catheter placed had fallen out due to the balloon securing it in place being torn. There was no patient injury.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. No physical investigation or assessment has been conducted on the defective product as no actual or representative sample was returned for investigation. In the absence of any actual or representative sample returned for investigation, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.